Manufacturer narrative:
The devices were not returned to the manufacturer for an investigation. A follow up report will be submitted if the product is returned, and if the investigation requires it.

Event description:
It was reported that during set-up for a sinus surgery, two microdebrider cutters were leaking saline. Backup equipment was used to complete the procedure, and there was no clinically relevant delay in the procedure. There was no patient or user injury reported and no adverse consequences alleged with this event.